Event description:
Patient reported right side implant rupture and silicone bleeding. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported right side implant rupture and "could also be just fluid or silicone bleeding". Patient later reported capsular contracture. The device has been explanted with a complete capsulectomy and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, g2, h6.

Event description:
Patient reported right side implant rupture and silicone bleeding. Patient later reported capsular contracture baker grade unknown. Patient undergone capsulectomy. Device has been explanted and replaced with non-allergan device.